Manufacturer narrative:
The insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump received with pump error alarms after battery change, high sleep current measurement and another pump error during self test due to moisture damage on the electronic assembly. The insulin pump was also received with moisture damage on the motor, vibrator, keypad flex tail and battery tube assembly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, serial number label missing and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was cracked around the battery compartment. The customer's blood glucose was 4.8 mmol/l at the time of incident. The customer stated that the insulin pump was showing an error message while they were swimming. The insulin pump was returned for analysis.